Event description:
The customer reported that during a vasoseal es deployment on 6/28/00, the j segment of the vasoseal es temporary arteriotomy locator broke off and remained in the pt. No plans were made to remove the j segment from the pt. No pt complications were reported.